Event description:
The duett sealing device was deployed following an interventional procedure, via a 7.5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of pulses. An ultrasound confirmed an occlusion. Treatment consisted of a heparin bolus infusion. The treatment was successful and no further complications were reported.